Event description:
The manufacturer received information alleging a ventilator was sounding a low pressure alarm. The device was not in patient use. The ventilator was initially serviced at a third party service center where the blower was replaced. The low pressure alarm occurred following service at the third party service center. The ventilator was then returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, blocked tubing was observed. The blocked tubing appears to have been caused when the blower was replaced at the third party service center. The tubing was unblocked to address the issue.